Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported door not fully latched alarms were confirmed through evaluation and review of the event history log, however were unable to be reproduced. The device was received alarming constantly to load the set which corresponds with the reported symptom. This condition was determined to have been caused by a failed upper and lower hook switch. The upper and lower auxiliary assemblies were replaced.

Event description:
It was reported a spectrum pump had door not fully latched messages. It was also reported there was no patient involvement.